Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The consumer via the manufacturer's representative (rep) reported that during the patient's post-operation visit a routine electrode impedance check was done and electrode 11 was greater than 10000 ohms. Conversely, this was also reported as electrode 11 was greater than 4000 ohms and the rep was wondering if there could be fluid causing the issue. The patient was getting great stimulation coverage and pain relief from group c which had electrode 11 programmed as a cathode. The patient did not report feeling any electrical stimulation around the implantable neurostimulator (ins) pocket nor along the track of the lead placement. An impedance check done on group b program 2 had readings of greater than 400 ohms with a current of less than 0.065 milliamps. Groups a and c were the only groups that did not include electrode 11 assigned as a cathode or anode. This information was unclear as it was earlier noted group c had electrode 11 programmed as a cathode. Groups b, d, and e included electrode 11 assigned as a cathode or anode. It was unknown if the issue was resolved. No surgical intervention occurred or was planned. The cause of the high impedance on electrode 11 was not determined. No further actions or interventions would be taken to address the high impedance. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.